Manufacturer narrative:
Discordant negative grading of antibody screening reactions for three patients having respectively an anti-d(rh1), anti-lea(le1) and anti-k(kel1) antibody and a discordant negative grading of a dat reaction for one newborn (abo incompatibility). The camera misread events reported by the customer could not be confirmed. The root cause could not be determined, although it could not be excluded to be sample related the antibodies present in the patient¿s samples and the antibody bound on newborn¿s red blood cells being weak and at/or around the detection limit of the reagent and method employed. No general product failure is identified. Biased results were reported to physicians. The patients and the newborn were not harmed. (B)(4).

Event description:
The customer is complaining about what was described as discordant negative grading of antibody screening and direct antiglobulin testing (dat) reactions for patients using the ortho biovue® system in conjunction with an ortho vision® biovue analyser. Complainant: dr. (B)(6), head of the laboratory. Complaint reporter: mrs (B)(4), distributor laboratory and sales specialist, (B)(4). Date of events: (B)(6) 2021, (B)(6) 2021. Reported on 08 march 2021 by dr. (B)(6) to mrs (B)(4) who reported it the same day to ortho care. Analyzer: ortho vision® biovue analyser j60003902. Software version: (B)(4). Reagents: ortho biovue® system poly cassette (product code 707350; lots ahc191h, ahc197f and ahc192h; expiry dates respectively 16 july 2021, 12 august 2021 and 18 july 2021; manufacturing dates respectively 18 november 2020, 15 december 2020 and 20 november 2020) 0.8% surgiscreen® (product code 719102; lots 8ss9105 and 8ss577; expiry dates respectively 15 february 2021 and 16 march 2021; manufacturing dates respectively 14 december 2020 and 12 january 2021) (B)(6). The customer reported that they had tested four different patient samples for either antibody screening in indirect antoglobulin test (iat) or dat using ortho biovue® system poly cassette and as applicable 0.8% surgiscreen® in conjunction with their ortho vision® biovue analyser and that they obtained negative reactions whereas upon visual inspection, they would have graded the these reactions as positive, as listed below: (B)(6). The customer reported that on the same day, they had retested the same sample for either antibody screening or dat using the same lot of ortho biovue® system poly cassette and as applicable 0.8% surgiscreen® in manual biovue® method and that they had obtained weak positive reactions (no further detail provided). The customer reported that biased results were reported to the physicians, however, it is understood that correct reports were issued. The customer reported that the patients and the newborn were not harmed because of this events.